Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer¿s blood glucose level was 12.7mmol/l. Troubleshooting steps were provided for power error detected alarm. The customer was advised to clear the power loss alarm. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.